Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the customer suspected an outflow graft obstruction. The patient was admitted on (B)(6)2021. First positive culture on (B)(6)2021 as chronic mycobacterium infection of device. Infection located within the chest; source of infection not confirmed. Sternal tissue with mycobacterium chimaera, pericardium with mycobacterium avium-intracellular complex. Sternal wound drainage, sternal abscess with tunneling. Prior to transplant the patient was prescribed azithromycin, ethambutol, clofazimine and amikacin. There was ramp study completed and speed unchanged. Right heart catheterization (rhc) with ramp coronary CT angiography (cta). External outflow graft obstruction due to infectious material confirmed. Ultimately, the reported events were the reason the patient underwent heart transplant on (B)(6)2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction was confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Additionally, a specific cause for the reported infection could not be conclusively determined through the evaluation of heartmate 3 lvas, serial number (B)(6). (B)(6) was returned assembled with the pump cable was severed approximately 6 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was also returned. The apical cuff was returned and disengaged from the cuff lock. Upon removal of the bend relief, a lengthwise crease was observed along the black line of the outflow graft material. A large accumulation of tissue ingrowth between the graft and the bend relief was observed over the crease. The normal tissue ingrowth on the exterior of the graft indicates the proximal portion of the graft crease was present during clinical use but the extent of the graft deformation could not be conclusively determined due to the handling of the graft following explant and the application of a tissue fixative. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Heartmate 3 lvas IFU (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook,rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14feb2019. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.